Event description:
The device involved in this MDR report was implanted in 2008; it was explanted 1.5 months after implantation because failure to sense was observed.

Manufacturer narrative:
In 2008. This event concerns a device that was manufactured and used outside the united states. The analysis is in progress.